Event description:
Rptr was informed by the sales person prior to purchasing instrumentation that the goods could be steam or eto sterilized. The purchase was made and cleaning/sterilization instructions reviewed. Rptr complained to stryker about the "unusual" cycle length for some of the items. They would not release validation studies. A few years ago rptr encountered the same problem & stryker told them they follow international sterilization standards. At this time c&d was becoming prevalent. High definition camera requires a 120 minute exposure with ethylene oxide. The standard cycle is one hour at 131 degrees f. Fiberoptic cables either 1 of 2 cycles: eto - 1 hour 45 minute cycle at 131 degrees f or gravity displacement at 272 degrees f, 6 minutes exposure, 20 minute dry. Rptr works in a rural hosp with recognized, standard sterilization equipment. Rptr is concerned about processing and the non-standard cycle lengths recommended by stryker.